Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. While the surgeon was trying to use the device on a large uterus with a lot of fibroids, the led's on the controller started flashing and the unit started to bog down. The procedure was completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.